Event description:
Boston scientific received information that this right atrial (ra) lead had displayed an out of range pacing impedance measurement greater then 2500 ohms with loss of capture. Upon review of electrogram (egm) noise was also observed. The lead was capped during a normal device change out procedure. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was capped and remains implanted and will not be returned. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.